Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two to three clips were placed on the cystic duct. There was a bleed from the liver not related to the clips, after stopping the bleeding the surgeon noticed the clips had come off the cystic duct. Further clips were then placed onto the duct to close it off. Up until (B)(6) it was thought the patient was ok. The device was discarded.